Event description:
Clavicle pin broke during advancement. Surgeon elected to leave pin implanted.

Manufacturer narrative:
Examination was not possible, as the product remains implanted. Although the complaint is non-verifiable, pin breakage has been associated to improper use of power drilling and tapping. Hand tapping is advised when using the smaller diameter pins. Provided information states reduction was achieved. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated, should additional information be received the investigation will be reopened. Depuy considers the investigation closed.